Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm background test. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#(B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed there was a non-original equipment management (OEM) battery present, the front corners of the top and the battery door were cracked. A review of the event history log identified primary audible alarm background (bgnd) test and primary audible alarm post. During functional testing using power up the reported issue was able to be duplicated. The speaker is not operating properly. Unable to determine why, found no damage to speaker. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. The device will be placed in quarantine due to non-OEM battery was present.